Event description:
The customer stated that a technician was splashed in the eye with waste from the qwikwash while processing patient samples. No eye protection was being worn at the time of the incident. The customer stated that the qwikwash had been giving low pressure errors. The technician immediately flushed their eyes with water for three minutes. The abbott customer technical advocate recommended to follow the cdc guidelines for exposure. The technician declined medical treatment. No injury was reported.

Manufacturer narrative:
The customer and the lab biomed examined the waste tubing and connection and verified the connection was tight and not damaged. The waste tubing was intact and all clamps and o-rings were present. The abbott customer technical advocate suggested that it was possible that the technician did not have the waste tubing snapped all the way in place to processing. A review of the complaint history for the quikwash system was performed in 2006 through 2008. No complaints related to this issue were identified. The qwikwash was replaced. This is the final report.